Manufacturer narrative:
Date of event: (B)(6). Date of report: 25aug2019. The customer found a oxygen sensor analog to digital converter (adc) sample out of range error code and replaced the sensor printed circuit board assembly (pcba). The device successfully pass performance specification and was returned to use. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator was getting a high o2 alarm. There was no patient involvement.